Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system had a system error which prevented making x-rays. Fse also noted the system failed to boot once. Fse determined there were multiple faulty parts on the system - the sbc (single board computer) and the camera. The single board computer provides primary control of the entire imaging system. It interfaces with every major assembly in the workstation, and communicates with intelligent devices in the generator through the arcnet controller on the system interface pcb. A faulty sbc can cause the system to lock up or not boot up. The camera captures the live image and transmits it to the workstation. An interruption of the video image signal could cause the frame sync errors the fse saw. Fse replaced the faulty sbc and the camera to restore system functions. The adjustments the fse made to the camera are part of the camera installation. Based on the age of this system (manufactured in 2004), this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used, and therefore is not a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer (sbc) and ccd camera were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.